Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 05/2020, device manufacture date: 05/2015, reported to the FDA on december 02, 2015. (B)(4).

Event description:
It was reported the tracheal tube cuff function was normal during pre-testing. Once the tube was inserted and the cuff was inflated, air bubbles were seen coming from the cuff within the first minute of use. As the staff was concerned about potential leakage, the tracheal tube was removed and replaced. It was noted the respirator did not alarm despite the appearance of the bubbles. No patient complications were reported.

Manufacturer narrative:
Additional information: based on the lot number provided by the customer, the assembly work order was retrieved to assist in the investigation. The assembly record does reveal 3.2% of leak at pilot balloon assembly was detected during leak test and the defective product was rejected and discarded. No other discrepancies were noted during the batch review. The complaint sample is not expected and based on record review all relevant test performed during manufacturing process and final product release met specifications. No other conclusion could be drawn without performing the testing on the product and with the information available, we are unable to determine the root cause of the complaint. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).